Event description:
The pt had a urinary tract infection for the past year cause by e. Coli. It was stated that the physician believed it was due to the device. In recovery after implant, the pt had a heart attack. She could not remember if the device ever helped her symptoms due to the heart attack and having pneumonia. The pt also had difficulty adjusting the stimulation and was advised to replace the batteries in her programmer. Further information is being requested from the hcp.